Manufacturer narrative:
One used portex® cuffed blue line ultra® suctionaid tracheostomy tube inner cannula was returned for investigation. The sample was received in a plastic bag and without its original packaging. Visual inspection of the returned sample was performed at a distance of 12" to 24" and under normal conditions of illumination. It was observed that the inner cannula had a split. Investigation was unable to determine the definitive root cause of observed crack in the inner cannula.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. (B)(4).

Event description:
It was reported that a portex® blue line ultra® tracheostomy tube inner cannula was cracked and there were splits around the fenestrations. The event was observed during cleaning and removal of the device. It was not known how the device was cleaned. The patient was changed to a competitor's tracheostomy tube and was managing well. No patient injury was reported.